Event description:
The pt reported that she was hospitalized for dka in (B)(6) 2010; she does not remember the specific date. She stated that the reason for the hospitalization was three-fold: liver problems, prednisone treatment, and power loss due to battery cap damage. The pt said that she cannot recall any details in regards to blood glucose levels or treatment modalities before or after hospitalization. The pt reported that she has never replaced the battery cap on her pump. She stated that the threading on the battery cap is intact, but revealed that the spring on the battery cap is missing. She reported that a new battery cap fit securely on the battery compartment, the yellow o-ring is not visible, the battery compartment is intact and undamaged, and no moisture or corrosion is visible in the battery compartment. Upon review of the pump history, she reported that the basal, bolus, and total daily deliveries of insulin were accurate. The pt stated that the settings seem correct due does not remember what the settings should be. She reported that there are no associated alarms in history, no delivery suspensions, and no temporary basal rates. The pt said, she was able to complete the ezprime steps without issue.

Manufacturer narrative:
The order record for this pt confirmed that she was using the sam replacement pump since (B)(6) 2007 and that there is no record that she purchased a new battery cap until (B)(6) 2010. The pt is instructed to replace the battery cap at least once per year. The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.